Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 79 mm from the terminal pin. The helix was retracted and there was blood/body fluids noted in the helix housing. Visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. Analysis did not identify anything that would have contributed to the clinical observations of high thresholds.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a normal device replacement procedure this right ventricular (rv) lead was explanted and replaced due to threshold issues. A boston scientific representative was not present during the case and there is no further information available. Besides intervention, no adverse patient effects were reported.